Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced adhesion issues with multiple infusion set sites. The customer stated that due to high temperatures, the sites continue to fall off as the customer is sweating. The customer decided to revert to manual injections until the temperature decreases. Blood glucose (bg) level was impacted (300 mg/dl) and was addressed via manual injections. Multiple attempts were made by tandem's technical support to obtain infusion set information; however, no additional information regarding this event was provided.